Manufacturer narrative:
(B)(4): the meter was found to have a pcb contamination (492). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch basic enhanced meter was not powering on when she tried to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2013, at approximately 9am, the patient reported the alleged issue first occurred. The patient reported using non adjusting insulin to manage her diabetes. The patient reported on (B)(6) 2013 at 11am, she developed symptoms of 'dizzy and throwing up' which she associated with low blood glucose. The patient reported having something more to eat or drink in response to the symptoms. The patient reported on (B)(6) 2013 at 11:35a, she was treated by a healthcare professional with something to eat or drink. The patient reported on (B)(6) 2013 at 11:45am, a reading of '50mg/dl' was obtained on an emergency medical services (ems) meter. At the time of troubleshooting, the cca was able to determine there was no misuse of the meter and it was not the first time the meter had been used. The battery did not need to be replaced per battery life recommendations/ guidelines. The alleged issue was not resolved with troubleshooting. This complaint is being reported as an adverse event since the patient claims due to the alleged issue, she suffered symptoms suggestive of dehydration and required treatment from ems.